Manufacturer narrative:
The insulin pump did not have a button error alarm. The act button did not respond due to flattened button dome switch. There was no unlocked lcd keypad connector on the insulin pump. The displacement, basic occlusion, occlusion, priming and excessive no delivery tests were all unable to be performed due to button keypad anomaly. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
Customer's mother reported via phone call that the insulin pump had keypad anomaly. Customer's blood glucose reading was 400 mg/dl. Troubleshooting for keypad anomaly was performed and customer stated that the buttons are getting stuck. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.